Event description:
The user facility reported a patient admitted in for pulmonary embolism was implanted with an impella rp device for mechanical circulatory support and experienced access site bleeding and hemolysis during support. The impella rp pump was successfully placed. However, day two of support, oozing from the impella access site was observed, and it was noted the patient had marked signs of hemolysis in the urine. The groin site was cleaned, re-sutured to stop the bleeding, and pressure applied. Additionally, the patient was given (B)(4) units of red blood cells. Furthermore, in an effort to stop the hemolysis, the p-level was decreased; however, as thought to be the potential cause of the hemolysis, the decision was made to remove the impella rp pump. It was noted the patient tolerated the explant and was stated to be in stable condition. Placement of a swan to further monitor hemodynamic pressures was being considered.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.

Manufacturer narrative:
The investigation for access site bleeding and hemolysis has been completed. The impella device was not returned for evaluation. Data logs reviewed: no motor current trend observed. No placement signal trend observed. Flow was below required range thorough out the case. No clear indications confirm the reason for reported issue. The cause of the hemolysis issue cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. The cause of the access site bleeding was not determined since neither the product nor sufficient clinical information was provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12484. D4 model number. E4 should have been left blank.